Event description:
It was reported that the patient apparently experienced an infection and the pump was removed. No other information was provided by the reporter as the patient was being cared for by a different hcp.

Manufacturer narrative:
The final analysis of the pump revealed normal device function. No anomaly found.